Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient had undergone axillary dissection that resulted in liver damage, implantation of port that resulted in blood clot. The patient had undergone chemotherapy and radiation. The patient reported the following event via mw5091717 on (B)(6) 2019. The initial reporter¿s address is (B)(6). On (B)(6) 2020, it was reported to mentor that the patient had a severe asymmetry of breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: surgical intervention, neoplasm malignant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation primary with mentor memorygel breast implant 400cc was diagnosed with bilateral invasive lobular breast cancer on (B)(6) 2019. Per the patient's report, the cancer spread to the lymph nodes, perineural intravascular system, and skin. She noticed changes in her breasts in which all scans came back inconclusive. As a result, her surgeon performed an incisional biopsy in which the cancer was diagnosed immediately after. An explantation without replacement of the devices took place on (B)(6) 2019. This medwatch is for the right breast implant.